Event description:
It was reported the pump was returned to the manufacturer as a precautionary measure, device problem/ issue unknown.

Manufacturer narrative:
D4 (UDI), e4, and g5 are unknown; no further information was provided. This MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This pump was returned for precautionary measure. No issues were reported with this pump. This pump was in the patient's room as a backup and was not used. Visual inspection showed that all seals and labels were intact, physical condition was good. Ran the pump in user and mu modes and ran accuracy test; accuracy testing failed. Root cause could not be determined. Actions/ repairs performed: the expulsor was replaced and calibrated.